Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test due to motor error alarm. However, insulin pump passed rewind test and displacement test. Motor passed motor test.

Event description:
Customer reported via phone call that the insulin pump had motor error alarms. Customer's blood glucose value was 183mg/dl. Customer was able to complete pump rewind and was able to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.